Event description:
On may 12, 2023, senseonics was made aware of an adverse event where the physician was unable to find and remove the sensor in the user's arm on the first attempt. A second attempt was made on (B)(6) 2023 and the removal was unsuccessful.

Manufacturer narrative:
Per case notes, the site has not done any scheduling for the next removal attempt due to the user wanting to wait a few months before the next procedure. The results of the next removal attempt will be provided with the supplemental report.

Manufacturer narrative:
Per case notes, the sensor was successfully removed on (B)(6) 2023 during the third removal attempt. B4. Date of this report updated to (B)(6) 2023. D6b. Explanted date updated to (B)(6) 2023. G3. Date received by manufacturer updated to (B)(6) 2023.